Event description:
It was reported that the indirect decompression spacer had migrated. The patient underwent a revision procedure where imaging was performed and confirmed that the spacer migrated. The physician removed the spacer and successfully implanted a new spacer.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that there was damage to the tool on the body of the spacer. However, this damage does not affect the functionality of the spacer. The spacer passed the functional test and the cam lobes deployed without any resistance. Per the instructions for use (IFU) device migration is a known inherent risk with use of the device.

Event description:
It was reported that the indirect decompression spacer had migrated. The patient underwent a revision procedure where imaging was performed and confirmed that the spacer migrated. The physician removed the spacer and successfully implanted a new spacer.